Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011 customer reported a leak under the lh780 instrument coming from fluid detector (fd) 7. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and observed that pinch valve 4 was leaking from a split tubing. Fse replaced split tubing. Fse acknowledged the presence of blood in the leak and suspects that the tubing for vl1 had been repaired by the customer before their visit. Fse cleaned and disinfected the affected area. There was no further evidence of leaking. Repairs were verified as per established procedures and results met published performance specifications.